Event description:
During a shoulder decompression / acromioplasty the end of the side effect electrode cracked and half of the ceramic tip fell off and into the pt. The dr. Had to remove the piece from the pt. There were no pt consequences.